Event description:
Additional information received reported that the patient still had overactive bladder symptoms. The patient was currently on program 4 at 5.30v. The patient would adjust stimulation and it would be okay for a while, but then the stimulation sensation stopped. The patient had a problem with changing programs and wanted to speak to their manufacturer representative. The patient changed from program 1 to program 4. The nurse at their health care provider¿s (hcp¿s) office did not know the name of the manufacturer representative. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0n5dg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect since implant. The patient was not feeling the stimulation setting when the patient got home from recovery. During the call, the patient increased stimulation to a comfortable setting. However, the sensation disappeared as soon as the patient felt it. Furthermore, the patient¿s symptoms had not improved and they were still going to the bathroom every hour. During the second call, the patient increased stimulation and felt ¿something¿ in his left leg, at the implantable neurostimulator site, and very light in the bicycle seat area. Follow-up being conducted to determine actions taken and patient outcome.

Manufacturer narrative:
Conclusion codes have been updated.

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy and never had therapeutic effect to help their urinary symptoms. The patient ended up having the device removed on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.